Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of surgical oncology titled ¿suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction¿. The study reviewed forty (40) patients who underwent anterior cruciate ligament reconstruction using arthrex fiberwire, and fibertape to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period, ten (10) patients experienced additional surgery. Ref: von essen, c., sarakatsianos, v., cristiani, r. & stålman, a. Suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction. J exp orthop 9, 20, doi:10.1186/s40634-022-00454-2 (2022).